Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke. The surgeon was able to recover the piece from the patient's cavity and used another suture to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
12/03/1997-supplemental report #1 submitted to FDA.